Event description:
Per the clinic, the patient experienced hematoma and infection in the right retroauricular subcutaneous tissues at the implant site after sustaining a head injury (specific date not reported). The patient was treated with oral antibiotics (specific date and duration not reported); however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026, and it is unknown if there are plans to re-implant the patient as of the date of this report.